Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties on the third inflation. Attempts at deflation were unsuccessful and the pt went to surgery. The balloon was deflated and removed in surgery. Pt had single bypass. Pt status is listed as "okay".

Event description:
It was further reported that following pre-dilation, the pt had 2 stents placed in overlapping fashion in a relatively long, high-grade circumflex lesion. During post-stent dilatation @ pressures of 4 and 6 atms, the physician noted slow deflation and was unable to deflate balloon. He then attempted to pull the catheter, aspriate and manipulate with a wire without success. The pt developed chest pain and electrocardiographic changes, but remained hemodynamically stable until emergent sugery for removal of balloon approx 30 minutes later. Physician states he has had an uneventful postoperative course and has returned to work.